Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 8nov2018. The customer troubleshot with technical support. They replaced the o2 manifold to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator o2 transport kit was leaking out of the tank port when connected to wall o2. No patient involvement. The event date was not specified; estimate used.